Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that a power on reset (por) message was seen. The hcp confirmed that using the clinician programmer 8840 to clear the message resolved the issue, but the specific por error code was not obtained. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.